Event description:
Occupational injury 6/5/97, pt seen in occupational medicine clinic with diagnosis of left eye corneal abrasion & foreign body. (Pt complaint that glass broke on job and went into her eye.) 6/6: follow up in occ. Med. - diag. Resolved corneal abrasion. 6/9: follow-up in occ. Med. Clinic with diagnosis: corneal abrasion, bilateral chemical conjunctivitis - irrigated with dacrilose. 6/11: followed up in occ. Med. Clinic examined with uvg-54 light and fluracin strips. Discharged with negative foreign body. 6/12: pt. In ER with complaint inability to open eyes. Severe burning pain & itching. Pt alleges that light used on 6/11 burned her eyes.